Event description:
It was reported that during a coronary stent procedure, stent deployment was successful, however, optimal stent expansion was not achieved. The physician experienced removal difficulties on the delivery device. The device was removed without incident after a second dilatation. No pt injuries or complications occurred.